Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that a patient had the watchman closure device implanted and at an unknown date the patient experienced a cerebral vascular accident.